Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance was noted on the data disc review.